Event description:
Especially since autumn 2005, patient suffered from pain in the left knee pain in the balls of the feet since spring 2005 probably mild arthrosis of the knee baker's cyst in ultra sound examination erthrocyte sedimentaiton rate was 18-26 rheumatoid factor previously negative. Patient received three injections of hyalgan in dec 2005, jan and jan 2006. On 18-jan 2006, she developed fever 38c, muscular pain in upper arms, joints became sor and symmetrical swelling in joints. After that symptoms occurred in finger joints, wrists, elbow joints, ankles and also balls of the feet clinical and laboratory tests performed at hospital led to a diagnosis of incipient rheumatoid arthritis.